Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. The reported issue with the instrument could not be replicated nor confirmed. An internal and external inspection was conducted, a cracked input disk on degree of freedom (dof) 7 was observed. The instrument successfully applied three consecutive clips with an in-house clip on an in-house system. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have hairline cracks on grip input shaft dof #7. Other backend components adjacent to the cracked inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and would not release the clips. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to an unsuccessful clip application. The issue is not related to a clip opening after closure of the clip. The purple large hem-o-lok clips were used. The issue was resolved with a coelio clip instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.